Event description:
Related manufacturer report number: 2017865-2022-21322 during follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and suspected the cause was due to a loss of capture on the left ventricular lead, but it was not confirmed. Reprogramming the device was suggested. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.